Event description:
It was reported that this right ventricular (rv) lead presented a fracture that caused it to present high shock impedance measurements and high impedance measurements, so it was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.